Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient reported bladder spasms and frequent urination in a follow-up visit in (B)(6) 2009. The patient was last seen in (B)(6) 2010 and reported vaginal discomfort and frequent urination. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.